Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only.

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints 3003898360-2023-01627, 3003898360-2023-01628.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The returned et tube was found to have a small hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints 3003898360-2023-01627, 3003898360-2023-01628 and 3003898360-2023-01629.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints 3003898360-2023-01627 and 3003898360-2023-01628.

Manufacturer narrative:
Qn# (B)(4).